Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err call tech support". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver data log was attempted to download but could not be retrieved. The call tech support error was observed displaying on the screen. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.